Event description:
It was reported to philips by a customer that the unit had an internal battery failure. Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, biomed stated the battery was over 5 years and needs to be replaced. The rse provided the part number for the internal battery to the biomed. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The biomed replaced the battery to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.